Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1422003) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).

Event description:
The following information was reported: button # 1 on the device jammed. Button #2 could not be pushed due to the device being jammed from button#1 being stuck. Bailed out. Deflated balloon and went to manual compression for 15 minutes on the site. Procedure type: diagnostic coronary vessel size: 7 mm stick location: medium sheath size: 6f.